Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized and the patient began unknown treatment for the peritonitis (no further detail). On an unreported date, pd therapy was discontinued during the treatment. At the time of this report, the patient was not recovered. No further detail was provided regarding the status of dianeal therapy. No additional information is available.